Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized with low blood glucose. The customer stated she changed the infusion set and sensor, went to sleep and woke up in the hospital. Her husband called the ambulance. Blood glucose value was 19 mg/dl. Current reading was 289 mg/dl. The customer stated she was connected during prime and the reservoir was manipulated while connected. She also stated the drive support cap is loose. Customer was advised to always remain disconnected while priming. Customer declined troubleshooting.